Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent breast prosthesis implantation procedure with two unspecified mentor saline breast prostheses. Post-operatively, the patient was diagnosed, via self-diagnosis and physical examination, with bilateral breast implant deflations. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On may 2, 2022, mentor became aware that the suspect medical devices were non-mentor. This will be the last report and no supplemental report will be submitted anymore regarding this complaint.